Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated the healthcare provider and the programmers have not been able to program the dbs to work. Patient said it won't respond to any of the programming and they know it's in the right place. Patient mentioned they have had 2 programmers come from out of state and one guy got it to work and it only lasted 4 hours and they have never been unable to repeat it. Patient also said because no programming is working, they are going to be sent for a scan. Patient asked if there was anything a manufacturing representative that specializes in troubleshooting why this will not work. Patient then said their body just moves constantly so they don't think that's it.